Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to customer¿s blood glucose level. The customer declined further troubleshooting. No additional information was provided.